Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presents the following malfunction : err 105 lamp error. The malfunction occurred during set up / inspection for use (during set up in room / before patient in room).there were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's final investigation. Updated fields: b5, d8, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure of light lamp failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in led unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in led unit, error code e105 is displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.